Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's relative reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose level of 600 mg/dl. The customer's relative stated the insulin pump got lost and wanted replacement. Troubleshooting was not performed. No further details were provided. The insulin pump will be replaced. No product is expected to return.